Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains that avoid her to walk") and anaemia ("anemia") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), anaemia (seriousness criterion medically significant), feeling abnormal ("she feels bad"), loss of libido ("she suspended the sexual intercourse with her husband"), malaise ("severe malaises"), muscle spasms ("too much cramps in her thighs that spread to all her legs"), nausea ("nausea"), pruritus generalised ("itching in all her body"), menorrhagia ("she presented menstrual bleeding all the month/ too much bleedings during her menstrual bleeding"), polymenorrhoea ("she presented menstrual bleeding twice monthly"), abdominal distension ("her abdomen is swollen too much") and mood altered ("mood changes"). Essure treatment was not changed. At the time of the report, the pelvic pain, anaemia, feeling abnormal, loss of libido, depression, malaise, muscle spasms, nausea, pruritus generalised, menorrhagia, polymenorrhoea, abdominal distension and mood altered outcome was unknown. The reporter considered abdominal distension, anaemia, depression, feeling abnormal, loss of libido, malaise, menorrhagia, mood altered, muscle spasms, nausea, pelvic pain, polymenorrhoea and pruritus generalised to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.